Manufacturer narrative:
Batch review performed on 29 august 2022: lot 187250: (B)(4) items manufactured and released on 10-dec-2018. Expiration date: 2023-11-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 8 months after the primary, the patient came in reporting instability and the cause is unknown. The surgeon revised the surgeon revised the liner with a thicker one (from 11 to 14 mm). The surgery was completed successfully.